Event description:
Bd alaris pump tubing "y" connector at patient end is attached incorrectly causing medication when injected into tubing to be forced up towards intravenous (IV) bag instead of down into patient.